Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0960 showed no other similar product complaint(s) from this lot number.

Event description:
PICC line flushed and saline appeared to be leaking from entry site.